Manufacturer narrative:
Two (2) viper universal poly drivers [product code: 2797-34-000, lot no: mi36359] were returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed fractures at the distal tips of the drivers. The separated driver tips were not returned for analysis. The fracture analysis report noted that the fractured surfaces reveals plastic deformation at the hexlobes and torsional shear markings following circular patterns. The plastic deformation at the hexlobes indicates torsional overload. This suggests that the drivers underwent quasi-static overload torsional shear failures starting at the hexlobes and extending around the cannulations. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was performed on the two viper universal poly drivers. Hardness results show that these devices are within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the two driver tips becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the drivers underwent quasi-static overload torsional shear failures starting at the hexlobes and extending around the cannulations. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broke off intraoperative.